Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in a kidney artery. A 165cm transend guidewire was attempted to be advanced to place a nephrostomy tube through a non-bsc device. However, a shearing of the outer liner of the wire was noted. The device was then completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: unit returned in a generic plastic bag. The unit returned has distal end damaged , as part of overall visual revision. The device was returned with the polymer peeled. Dimensional inspection of the overall length was within specification. Outer diameter (od) of the distal tip, middle tip and proximal section of the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeled off. The target lesion was located in a kidney artery. A 165cm transend guidewire was attempted to be advanced to place a nephrostomy tube through a non-bsc device. However, a shearing of the outer liner of the wire was noted. The device was then completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.